Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 534mg/dl. At the time of the report, the customer did not have extra pump supplies therefore no troubleshooting was performed. Multiple attempts were made to contact the customer for additional information; however, no response was received.